Event description:
It was reported that this patient this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the previously mentioned inappropriate shocks. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted due to the previously mentioned inappropriate shocks. A transvenous system was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while having intercourse. Technical services (ts) reviewed and noted this was due to oversensing of myopotential noise and low amplitude qrs complex in secondary vector. Ts discussed programming and troubleshooting options. It was noted that this patient had experienced 3 appropriate shocks previously, due to torsades. This s-ICD remains in service. No adverse patient effects were reported.